Manufacturer narrative:
A1: patient identifier: (B)(6). A2: date of birth: requested, not provided. A3a: sex: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal 6 french device did not function properly during installation. The operator was unable to expose the anchor from the sheath when attaching it to the arteriotomy locator. After several attempts, he gave up and used another device. After the procedure, a sagittal incision was made in the sheath to inspect it, and the anchor remained "stuck" there. There was no blood loss. Additional information was received on 30sep2025: the operator was unable to deploy the angio-seal anchor once the arteriotomy locator was coupled with the angio-seal sheath. The event occurred during use (finalizing the procedure). The sheath size used was a 6 french. The patient was stable. There was no concomitant devices used with the angio-seal. Additional information was received on 10oct2025: the procedure performed for the patient prior to use of the angio-seal was a coronary angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, arteriotomy locator, polyfoil pouch, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The carrier tube and hemostasis sheath are fully mated in rear lock position. The sheath is cut, exposing the anchor. The returned device was fully mated in rear lock position with the sheath cut, exposing the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).